Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the infusion set fell off due to cannula/needle breakage on (B)(6) 2024. The infusion set was in use for 1 day. The infusion set was inserted in the arm. No further information available.